Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the touchscreen. The reported issue was confirmed to be resolved after the replacement of the touchscreen. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen is blank and starts beeping when powered on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the screen was blank and starts beeping when powered on. The customer attempted to swap out the power management (pm) printed circuit board assembly (pcba) but this did not resolve the issue. The customer requested onsite service. Onsite service is currently pending.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The touchscreen was tested, and the failure was unconfirmed. Pil found that this touchscreen passed all diagnostic testing and functional testing. This touchscreen was verified to be bright and to have clear graphics on the standard test bed (stb). Pil also confirmed that the touch points were aligned on the standard test bed.